Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the lot number? The product was sent out today and the lot number is included in the package. Events reported via: 2210968-2022-02397.

Event description:
It was reported that a patient underwent a blepharoplasty procedure on 03/03/2022 and suture was used. During the procedure, the surgeon was closing the eyelid and pulled it through to tightened and it broke off two different times. A third suture was used to complete the procedure successfully. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2022. Additional information: h3, h6. H6 component code: g07002 device not returned. H3 investigational summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only an empty folder and a detached needle from a different product code were received. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.